Event description:
It was reported that this newly implanted right atrial (ra) lead was repositioned due to possible perforation. The patient presented with chest pain around the left nipple. Subsequently, both right ventricular (rv) lead and ra lead were repositioned. The patient was doing well after lead repositioned. Lead remains in service. No additional adverse patient effects were reported.